Event description:
It was reported that the patient required an explant of the intraocular lens (iol) due to an induced astigmatism. Pre-operatively the astigmatism was straight and post-operatively it was inverted. The replacement lens was a dfw300. There was no reported patient injury. The iol will not be returned for investigation as it was discarded. No additional information was provided.

Manufacturer narrative:
Age and weight: unknown; requested but not provided. Date of event: unknown; requested but not provided. Initial reporter email address: unknown; requested but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was determined that this file is not reportable as the wrong cylinder was selected (dfw375 to dfw300), therefore, there is no issue with the lens. Event is no longer considered reportable. No further information will be provided under MFR report number 3012236936-2022-03077. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.